Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed right when treatment started. Estimated blood loss was 400cc's. Pt has no ill effects. Sample was discarded by the user facility; sample is not available.